Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified in the event history log review. The cause of the iipv event was determined to be a use error further specified as the total tidal ultra filtration removal was set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 20:39:34. During night drain cycle seven, the patient's ultrafiltration reading was 1717ml, indicating the home patient drained 1177ml more than their maximum programmed fill volume of 1800ml. No additional information is available.